Manufacturer narrative:
Investigation summary: no samples (including photos) or lot number were returned or provided therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. Root cause description no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
This complaint is MDR reportable. It was reported that an unknown bd needle detached from a customer¿s syringe when they inserted the needle into the insulin vial. There was no report of injury or medical intervention.